Event description:
New information received indicates that non-sustained rv oversensing due to another instance of intermittent far p-wave on the ventricular channel was observed. Programming changes were recommended.

Event description:
It was reported that episodes of non-sustained rv oversensing were observed when a patient presented in clinic. Review of session record revealed intermittent far p-wave oversensing on the ventricular channel. Programming changes were recommended.